Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown mid-therapy. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm could not find signs of shutdown; however found fault 16 occurred multiple times and found safety disk to be at 11,000,000 cycles. To address the issue the stm replaced the safety disk. The stm performed calibration and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown mid-therapy. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.